Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, the safety shield could not be closed over the IV cannula. Another device from the same lot was found in the packaging without a shield covering the non-patient end. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for missing non-patient shield was observed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and functional testing and the issues of missing non-patient shield and defective locking mechanism were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing non-patient shield. This complaint could not be confirmed for defective locking mechanism. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, the safety shield could not be closed over the IV cannula. Another device from the same lot was found in the packaging without a shield covering the non-patient end. There was no report of adverse impact to patients or users.